Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the adapter device was dented and had a sharp edge on the front corner. It was further determined that the device failed pretest for visual assessment. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The adapter device was evaluated and the reported condition that the device was dented and had a sharp edge on the front corner was confirmed. An assessment was performed and it was observed that the device visibly had some denting on the outer corner of the adapter body. It was determined that the unit appeared to have been dropped. It was noted that the device was still functional however due to the sharp edge created it is recommended that the unit be scrapped. The assignable root cause was determined to be component damage caused by user error. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.